Event description:
Reported called to report that post treatment the pt was not producting urine. The opening from the ureters was occluded at the opening of the bladder. There was no malfunction of the targis system reported.